Event description:
Pt admitted to hosp for correction of deformity both breast, removal of ruptured breast implants and placement of new smooth round saline breast implants. Pt had calcified encapsulation and both implants were ruptured. Original breast implants were placed in 1976.